Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is unclear at this time if both ventrio mesh devices were explanted in the additional surgery or if only one mesh was excised. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This file represents ventrio mesh (device #1), another emdr was submitted for the other ventrio mesh implanted (device #2). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2011 - the patient underwent surgery to repair multiple incisional hernias. A ventrio hernia patch (device #1) was implanted to repair one hernia defect. A second ventrio hernia patch (device #2) was implanted to repair another hernia defect. On (B)(6) 2017 - the patient underwent an additional surgery to remove the previously placed ventrio mesh. The attorney alleges the patient has suffered and will continue to suffer physical pain and was injured severely and permanently.

Event description:
The following was reported to davol by the patient's attorney: (B)(6)2011 - the patient underwent surgery to repair multiple incisional hernias. A ventrio hernia patch (device #1) was implanted to repair one hernia defect. A second ventrio hernia patch (device #2) was implanted to repair another hernia defect. (B)(6)2017 - the patient underwent an additional surgery to remove the previously placed ventrio mesh. The attorney alleges the patient has suffered and will continue to suffer physical pain and was injured severely and permanently. Addendum per additional information provided: (B)(6)2011 - patient was diagnosed with multiple incisional hernias and chronic pseudo obstruction thereby underwent open repair with the implant two ventrio meshes (device #1 and device #2). Per operative notes, "in the epigastric area there was largest hernia. Extensive lysis of adhesions were performed. Two pieces of medium and large ventrio meshes (device #1 & #2) were placed and sutured." (B)(6)2011 ¿ during hospital visit patient had abdominal pain and hernia lump. (B)(6)2017 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with removal of both the meshes (device #1 and device #2) and implanted with ventrio st (device #3). Per operative notes, "a fascial defect was encountered in the superior aspect of her previously repaired hernia site. The mesh appears to have folded up itself and it was quite protuberant. Mesh separated from the fascia overlying it which was extremely attenuated and thinned out. The mesh also was quite large, it was probably a medium size piece of mesh that appears to be ventrio mesh (device #2) with a ptfe backing. Folded mesh creating the new hernia. This appears to have been placed in underlay fashion under another polypropylene mesh. I separated both of these mesh out and dissected it further down in an attempt to explant the entire ventrio mesh (device #2). Upon further dissection it appears to have overlapping another ventrio mesh (device #1). This ventrio mesh (device #1) was cut out. The extreme scarring that was caused by the mesh. Due to the hernia defect and explantation of the mesh, the defect became bigger and placed a oval shaped ventrio st mesh (device #3) into the preperitoneal." Attorney alleges that patient had adhesions, hernia recurrence, pain and emotional injuries and underwent removal surgery.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is unclear at this time if both ventrio mesh devices were explanted in the additional surgery or if only one mesh was excised. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This file represents ventrio mesh (device #1), another emdr was submitted for the other ventrio mesh implanted (device #2). Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical record review, about 7 years 6 months post implant of ventrio mesh, patient had hernia recurrence, adhesions, scar tissue and abdominal pain thereby underwent removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. Review of manufacturing records confirms product was manufactured to specification. This supplemental emdr represents ventrio mesh (device #1). Additional supplemental emdr was submitted to represent ventrio mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.